Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's mother stated that there were two mornings when the customer's blood glucose levels were 44 mg/dl and 50 mg/dl. Customer has been experiencing low blood glucose levels. Customer was convulsing and having a seizure. Customer passed out and was foaming at the mouth. Customer's mother treated her daughter's low blood glucose level of 77 mg/dl with glucagon. Customer's blood glucose level went up to 95 mg/dl by the time the fire department arrived. The fire department gave her more sugar. Customer's blood glucose level was low because she was almost out of insulin. Customer had an intrauterine device implanted on (B)(6) 2015 and was prescribed tramadol for cramps. The hospital staff stated that this might have been the cause of the customer's reaction to the low blood glucose level. Customer was advised to monitor the issue and call back if issues persist. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.